Event description:
An open reduction and internal fixation of left distal femur was done 6 months ago. The plate and screws were explanted 7/1/93. The plate was removed in two pieces: one segment was 13.5 x 1.5 x 0.5 cm and the second was 10.5 x 1.5 x 0.5 cm